Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported three patient's experienced a rhexis break capsular rupture following a software update on the system. The surgeon noted that the ultrasounds were too "effective". This file represents the first of four patients. Additional information has been requested but not received. A completed questionnaire form the surgeon has been received. The cataract was a 3+ soft nucleus of the left eye. The surgeon noted an occlusion during the procedure. Aspiration was too strong at the start of phacoemulsification chop (¿dig the furrows¿) at 5 o¿clock. There was a rupture of anterior capsule (rhexis) from 5 o¿clock (opposite to the incision) as soon as introduction of the handpiece. There was a problem positioning the toric intraocular lens (iol) so a monofocal iol was positioned in the capsular bag.

Manufacturer narrative:
Type of reportable event is only serious injury and not a product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.6. And h.10. The phacoemulsification handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).